Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked retainer.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose level was 500 mg/dl at the time of incident and 200 mg/dl when admitted to the hospital. The customer experienced symptoms such as nausea and loss of appetite. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer was treated with manual syringe. Customer alleging insulin pump was under delivering because they changed set 4 times, however blood glucose level did not corrected. Customer also had bacterial infection on arm. Customer stated that they were also hospitalized on (B)(6) 2019 with the blood glucose level of 72 mg/dl. Customer was declined for further troubleshooting. The insulin pump will be returned for analysis.